Event description:
It was reported that the patient experienced diaphragmatic stimulation. The patient was examined in clinic and the atrial lead was observed to exhibit high impedance. The lead was reprogrammed off. A subsequent x-ray revealed the lead contains an apparent fracture. The lead was capped and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.